Event description:
It was reported channel one of the pump was involved in an overdelivery. The pump was infusing an antiplatelet medication at 12 ml/hr. Reportedly the 250 ml container of solution completed in only 3 hrs instead of the anticipated 20 hrs. The pt was experiencing some hematuria afterwards but medical or surgical intervention was required. The pt returned to pre-incident status.